Event description:
It was reported that the catheter was inserted at 15:00hr on (B)(6) 2010 and the intra-aortic balloon pump (iabp) therapy started. In the intensive care unit at 13:00hr on (B)(6) 2010, a leak was found on the pressure tubing extension of the catheter. As a result, the extension tubing was exchanged. The iabp therapy continued until 14:00hr on (B)(6) 2010, when the intra-aortic balloon (iab) was removed. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if therapy was delayed or interrupted. The outcome of the pt is "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.